Event description:
It was reported that the rotation speed was not stable. A 95% stenosed target lesion was located in the proximal left anteriro descending artery. A 1.75mm rotalink burr was selected for use. The rotation speed was set correctly to 50000 rpm to 120000 rpm. However, during procedure, the maximum speed reached was 190000 rpm. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection of the device found that the coil was stretched up to 24cm distal from the handshake connection. During analysis a test advancer was used as the advancer used during the procedure was not returned. When the rotablator advancer was connected to the rotablator console and the foot pedal was pressed, fluctuations in rotation speed were noted due to the damaged coil. No other issues were identified during the product analysis.

Event description:
It was reported that the rotation speed was not stable. A 95% stenosed target lesion was located in the proximal left anterior descending artery. A 1.75mm rotalink burr was selected for use. The rotation speed was set correctly to 50000 rpm to 120000 rpm. However, during procedure, the maximum speed reached was 190000 rpm. The procedure was completed with another of the same device. No patient complications were reported.